Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) would not inflate when testing/ prepping the device. Upon opening the packaging the tech and physician observed that the balloon looked like it had already been inflated before and the slit where the sealant is housed was open and sealant was exposed. The mynx did not go into the sheath and the customer opened another mynx device to use for closure. There was no reported patient injury. The deployer was trained and certified in the use of the mynx device. The balloon was prepped with 100% saline. The balloon was not inverted. The mynx vcd was stored and prepped according to IFU instructions. The balloon was not opened and reshelved. The balloon was in the protective tubing when opened. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) would not inflate when testing/ prepping the device. Upon opening the packaging the tech and physician observed that the balloon looked like it had already been inflated before and the slit where the sealant is housed was open and sealant was exposed. The mynx did not go into the sheath and the customer opened another mynx device to use for closure. There was no reported patient injury. The deployer was trained and certified in the use of the mynx device. The balloon was prepped with 100% saline. The balloon was not inverted. The mynx vcd was stored and prepped according to IFU instructions. The balloon was not opened and reshelved. The balloon was in the protective tubing when opened. The device is being returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2305101 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) would not inflate when testing/prepping the device. Upon opening the packaging, the tech and physician observed that the balloon looked like it had already been inflated before and the slit where the sealant is housed was open and sealant was exposed. The mynx did not go into the sheath and the customer opened another mynx device to use for closure. There was no reported patient injury. The deployer was trained and certified in the use of the mynx device. The balloon was prepped with 100% saline. The balloon was not inverted. The mynx vcd was stored and prepped according to instructions for use (IFU). The balloon was not opened and reshelved. The balloon was in the protective tubing when opened. A non-sterile ¿mynx control vcd 6f/7f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that both button 1 and button 2 were not depressed. The syringe was not received, and the stopcock was found opened. The sealant was found partially exposed from the sealant sleeves, which were observed to be severely kinked/bent as received. In addition, the balloon was received fully deflated. A dimensional test was not performed on the returned device due to the damages of the sealant outer sleeve assembly as received. Per functional analysis, the balloon of the returned device was inflated, and pressure was maintained with proper functioning of the inflation indicator per the mynx control IFU. The inflated balloon diameter was verified and noted to be within specification. Also, a simulated deployment test was performed on the returned device per the mynx control IFU, step 2: deploy sealant. Button 1 was able to be depressed to deploy the sealant with no resistance felt. No issues were noted with respect to button 1 deployment during the device failure investigation; therefore, the returned device performed as intended per the mynx control IFU. Per microscopic analysis, visual inspection at high magnification revealed that the balloon of the returned device could be inflated without any issue. In addition, the sealant sleeve assembly was observed to have been severely kinked/bent as received. The product history record (phr) review of lot f2305101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-inflation difficulty¿ was not confirmed through analysis of the returned device since it passed functional analysis. Also, the reported event of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ was not confirmed since there was no frayed/split/torn condition noted; however, the sealant sleeve assembly was found to be severely kinked/bent, which may have been the issue reported by the customer. Nevertheless, the reported event of ¿mynx control system-deployment difficulty-premature¿ was confirmed since the sealant was partially exposed from the kinked/bent sealant sleeves. However, the exact cause of the reported event experienced and the condition of the exposed sealant could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the inflation difficulty reported since there are no issues noted to the balloon during functional analysis. However, access site vessel characteristics and/or concomitant device factors likely contributed to the kinked/bent condition of the sealant sleeves and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into sheath, that could cause the sealant to be exposed/swollen prematurely. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. The IFU states during balloon preparation, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate. Deflate the balloon and leave syringe at neutral. Do not lock.¿ as warned in the IFU, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the phr review, nor the product analysis suggest that the failures noted could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.